Manufacturer narrative:
Product analysis does not support the reported issue of forward firing. Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that ¿forward firing and laser blinking¿ @ 51,243 joules were observed during a prostate procedure. Gland volume 70 ml. Time expended 10 minutes. The procedure was completed using a second fiber. There were "no damages to the patient" reported.

Manufacturer narrative:
(B)(4).